Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Final analysis did not detect any anomalies.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator (ICD) at elective replacement indicator (eri). The patient had a history of multiple shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.